Manufacturer narrative:
Other relevant device(s) are: product ID: 9735771, serial/lot #: (B)(4); product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the battery and ups of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery was returned to the manufacturer for analysis. Upon return, the battery measured 21.86v. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when the site unplugs the camera cart, it immediately shuts off. There is no patient involved in this event. Additional information received. The issue was resolved by replacing the camera cart's battery and uninterrupted power supply (ups).